Manufacturer narrative:
Analysis confirmed the reported issue; there was a stylus/cursor dead spot on the lower part of the programmer screen. It was also found that the power cord bay was broken. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's screen had a "dead" area that would not respond to the stylus touch pen. The programmer has been returned for service. There was no patient involvement.